Manufacturer narrative:
The analysis was updated because sem and dimensional analysis: there was resistance met while withdrawing a 10mm x 4cm x 90 saber percutaneous transluminal angioplasty (pta) balloon catheter which had burst and then sheared off into the patient. The patient required additional intervention (snaring) which resulted in prolonged attempts at achieving hemostasis of the groin punctures, and a covered stent being placed. The procedure being performed was a left common iliac artery (lt cia) percutaneous transluminal angioplasty. The lesion was calcified with mild stenosis and no vessel tortuosity. The access site was a retrograde approach from the left common femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Non-cordis contrast was used at a 50/50 contrast to saline ratio. A non- cordis indeflator was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally, and the maximum inflation pressure was ten atmospheres. The balloon was not caught in the lesion or in a deployed stent. There was difficulty removing the device from the vessel and through the rotating hemostasis valve, through sheath, this came back through puncture site as a result. Procedural films have been requested. One product was returned for analysis. One non-sterile saber 10mm x 4cm x 90 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated, and it was observed separated. Blood residues were noted inside the balloon. No other anomalies were observed. A dimensional analysis was performed to verify the correct od at the proximal balloon seal. The measurement was compared against the specification and the result was found within specification. Per sem analysis, a balloon burst is observed during visual review, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies adjacent to the rupture. The outer surface presented evidence of tear and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17630888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon - separated in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the events could not be determined. The reported ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ could not be confirmed due to the nature of the complaint. This cannot be replicated due to the damaged condition of the device and a dimensional analysis was also performed, the device was found within specification. During analysis, the balloons outer surface presented evidence tears and scratch marks adjacent to the balloon rupture. The device was returned separated and in poor condition. Therefore, the balloon was induced to a tensile force that exceeded the material yield strength after rupture. It is likely that vessel characteristics such as calcification, procedural factors and handling of the catheter contributed to this separation. Calcification is known to damage balloon material and analysis revealed the balloon appeared to be torn by a sharp object. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: cordis sheath ,v18 boston scientific wire., bracco omnipaque 300 and boston scientific encore indeflator. This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
There was resistance met while withdrawing a 10 mm4cm 90 saber percutaneous transluminal angioplasty (pta) balloon catheter which had burst and then sheared off into the patient. The patient required additional intervention (snaring) which resulted in prolonged attempts at achieving hemostasis of the groin punctures, and a covered stent being placed. The device will be returned for analysis. The procedure being performed was a left common iliac artery (lt cia) percutaneous transluminal angioplasty. The lesion was calcified with mild stenosis and no vessel tortuosity. The access site was a retrograde approach from the left common femoral artery. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was bracco omnipaque 300 at a 50/50 contrast to saline ratio. The inflation device was a boston scientific encore. The same indeflator was used successfully with other devices, a saber 9 mm. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 10 atmospheres. The balloon was not caught in the lesion or in a deployed stent. There was difficulty removing the device from the vessel and through the rotating hemostasis valve, through sheath, this came back through puncture site as a result. Procedural films have been requested.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
There was resistance met while withdrawing a 10mm x 4cm x 90 saber percutaneous transluminal angioplasty (pta) balloon catheter which had burst and then sheared off into the patient. The patient required additional intervention (snaring) which resulted in prolonged attempts at achieving hemostasis of the groin punctures, and a covered stent being placed. The procedure being performed was a left common iliac artery (lt cia) percutaneous transluminal angioplasty. The lesion was calcified with mild stenosis and no vessel tortuosity. The access site was a retrograde approach from the left common femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Non-cordis contrast was used at a 50/50 contrast to saline ratio. A non- cordis indeflator was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally, and the maximum inflation pressure was ten atmospheres. The balloon was not caught in the lesion or in a deployed stent. There was difficulty removing the device from the vessel and through the rotating hemostasis valve, through sheath, this came back through puncture site as a result. Procedural films have been requested. One product was returned for analysis. One non-sterile saber 10mm x 4cm x 90 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated, and it was observed separated. Blood residues were noted inside the balloon. No other anomalies were observed. Per sem analysis, a balloon burst is observed during visual review, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies adjacent to the rupture. The outer surface presented evidence of tear and scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It appears the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17630888 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿, ¿balloon - separated in patient ¿and ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ was confirmed through analysis of the returned device. However, the exact cause of the events could not be determined. During analysis, the balloons outer surface presented evidence tears and scratch marks adjacent to the balloon rupture. The device was returned separated and in poor condition. Therefore, the balloon was induced to a tensile force that exceeded the material yield strength after rupture. It is likely that vessel characteristics such as calcification, procedural factors and handling of the catheter contributed to this separation. Calcification is known to damage balloon material and analysis revealed the balloon appeared to be torn by a sharp object. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.